Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.

Event description:
During troubleshooting for an unrelated issue, the reporter noted that the date for all current history records is (B)(6) 2015, and that the time was nine minutes slow. The reporter could not explain how the time and date were off. This complaint is being reported because time and date discrepancies can contribute to basal rate delivery issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump's history revealed that the total daily dose dates were found to be out of order. The following sequence of dates occurred on the pump; (B)(6) 2011, from (B)(6) 2011 to (B)(6) 2015 and then from (B)(6) 2015 to (B)(6) 2011. There were no further date changes noted in the pump's history until the history ended on (B)(6) 2012. A review of the total daily history showed that the daily insulin deliveries were found to be inconsistent during the date changes; otherwise the dates were found to correctly reflect the user's programmed basal rates. There was no activity outside normal use observed in the black box. There was no data in the black box from the time of the date changes due to continued patient use a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A timekeeping accuracy test was performed and the pump was found to keep time accurately. Unrelated to the complaint, the pump's label was found to be torn. There reported inaccurate time keeping on the pump was not duplicated during the investigation.